Manufacturer narrative:
The device was returned for analysis with a wire. Visual inspections revealed that the sheath was kinked, the imaging window was twisted and entangled, and the guidewire was stuck on the floppy part. Microscopic inspection revealed damage to the guidewire exit port, but the distal section of the tip was in good condition. A functional test was conducted with a test guidewire inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The lesion was located in the chronic totally occluded (cto) and severely tortuous superficial femoral artery. A cross-over approach was performed to address the cto. The wire was replaced after crossing through the lesion. The lesion was dilated with a balloon; however, achieving a large lumen was unsuccessful. The lesion was further dilated using a peripheral cutting balloon, followed by a 3.5mm high-pressure balloon. An opticross 18 imaging catheter was then advanced for an intravascular ultrasound (ivus) examination of the target lesion. Attempts to image the lesion using this device were unsuccessful due to severe calcification hindering catheter advancement. Despite efforts to push it forward under fluoroscopy, the catheter could not be advanced. The guidewire appeared to become entangled at the ivus catheter tip. The motor stopped and during an attempt to remove the device, it was stuck with the wire. The devices were removed together. The lesion was then dilated again with a balloon catheter and imaging was able to be obtained with another opticross. Additional dilation was then performed with a ranger drug coated balloon. The procedure was then completed. There were no patient complications reported.